Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a liver ablation the electrode was inserted into the lesion and correctly placed. After the ablation was started, the doctor noticed that the pitch of the audio sound coming from the generator seemed unusual. A "pop" was heard given off from the tissue being ablated. The doctor reported that all was progressing normally and that the power rolled off. At that time he noticed that the temperature reported on the generator screen cell for the activated electrode was higher than he normally sees. He checked the rate of fluid flow and found it was abnormally slow. He repositioned the tubing in the pump to verify proper placement within the pump rollers. The ablation was restarted and the high temperature reading remained unchanged. He removed the proximal end of the blue tubing from the sterile water pour bottle and placed it into the ice-water mixture that the sterile pour bottle was immersed. He continued the ablation and the high temperature reading still continued. The tubing was replaced with another and the ablation recommenced. The generator shut down on high temperature limit. The ablation was restarted and the high temperature problem continued. The problem became progressively worse. The doctor attempted to ablate the tract but was unable to start the generator. The electrode was removed from the patient. The procedure was terminated at 8 minutes.

Manufacturer narrative:
One rfa2030 was received for evaluation. The returned product did not meet specification as received. The product did not read the temperature properly. The solder joint at the tip of the thermocouple was found to be broken. The investigation identified the root cause of the reported event to be an inadequate solder joint between the device¿s thermocouple and inner tube. This is a manufacturing related failure. Corrective action has been implemented.

Event description:
The customer reported that during a liver ablation the electrode was inserted into the lesion and correctly placed. After the ablation was started, the doctor noticed that the pitch of the audio sound coming from the generator seemed unusual. A "pop" was heard given off from the tissue being ablated. The doctor reported that all was progressing normally and that the power rolled off. At that time he noticed that the temperature reported on the generator screen cell for the activated electrode was higher than he normally sees. He checked the rate of fluid flow and found it was abnormally slow. He repositioned the tubing in the pump to verify proper placement within the pump rollers. The ablation was restarted and the high temperature reading remained unchanged. He removed the proximal end of the blue tubing from the sterile water pour bottle and placed it into the ice-water mixture that the sterile pour bottle was immersed. He continued the ablation and the high temperature reading still continued. The tubing was replaced with another and the ablation recommenced. The generator shut down on high temperature limit. The ablation was restarted and the high temperature problem continued. The problem became progressively worse. The doctor attempted to ablate the tract but was unable to start the generator. The electrode was removed from the patient. The ablation was terminated at 8 minutes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.